Event description:
It was reported that intermittent cartridge alarms occurred. Reportedly, the customer had followed the prompts during the load sequence and was within the allowable operating altitude range. Customer¿s blood glucose level was 287 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.